Event description:
On 12/4/91 patient was positioned on the operating table with a k-module pad under shoulders and back. Patient was anesthizised and placed in stirrups by two registered nurses. Anesthesiologist repositioned patient's hip with help on rn's, so that hips were well beyond edge of table. Mattress was also pulled further down with patient on top by anesthesiologist. Patient was prepped as usual. Internal prep with with care given to avoid run off by placing absorbent towels under sides and hips. Case tookapproximately three hours. Betadine was washed from patient, vaginal pad and belt applied. No redness noted during transfer to par. Two betadine stains were observed on k-module pad at patinet's left side, approximately two inches in diameter. On 12/5/91 redness was noted on patient's lower back, physician was notified. On 12/6/91 reddened areas on lower back approximately 4 inches by 8 inches, with twoblistered areas approximately 1 1/2 inches by 1 1/2 inches on left side and 1 inch by 1 inch on right side of lower back. Physician ordered treatment of burn. After discharge follow up treatment was provided at home. The equipment was temporally removed from service and checked by in-house biomedicaltechnicians on 12/7/91. Equipment was found to meet manufacturer's specifications. Investigation continues on this incident. Other equipment used during procedure: anesthesia ventilator - ventilator - narkomed 2a - north american drager; electrosurgical unit - force 2 - valleylab inc; physiological monitor - 404-1 - seimens medical; infusion warmer - 90194 - mallinckrodtdevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-may-91. Service provided by: user facility biomedical/bioengineering department. Service records not available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, electrical tests performed, performance tests performed, visual examination. Results of evaluation: invalid data. Conclusion: no failure detected and product within specification. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device temporarily removed from service. The device was not destroyed/disposed of.